Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited code 1006 as a result of detecting high voltage on the right ventricular (rv) lead. It was reported that the patient was in a ventricular arrhythmia and while the device was charging, the device detected high voltage on the rv lead, subsequently, aborting shock therapy for the first two shock attempts. The following third and fourth therapy attempts, exhibited an in-range shock impedance measurement of 73 ohms, with the fourth shock successfully terminating ventricular fibrillation (vf). Technical services (ts) was consulted and discussed troubleshooting options. Upon further review of electrograms (egms), in both of the two initial shocks, there is a large deflection during the capacitor charging that is consistent with an external shock. Further discussion with the health care professional (hcp), it was reported that the patient had received two external shocks at the time the device detected high voltage on the right ventricular (rv) channel. Code 1006 was triggered as a result of the external shock delivery while the device was charging. Subsequently, the device was successfully interrogated and a full device check was performed. No out of range measurements were reported. No adverse patient effects were reported as a result of the shocks delivered. The device system remains in-service at this time. The plan is to continue to monitor.